Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed. In addition, foreign material at the balloon channel, probe unit defect, grip unit scratch, and distal end clog were noted. The probable cause of the malfunctions was related to poor or insufficient reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a worn scabbard, clogged balloon channel, scratched handle, and scratched movement lever were observed with the evis exera ii ultrasonic bronchofibervideoscope. During a standard service inspection of the customer returned device, foreign material was falling off from the channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the phenomenon could not be identified. It was likely that improper reprocessing may have resulted to the phenomenon, but it could not be specified. Also, there was no air leak found on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, error 172 was reported by the customer. It was an error related to signal processing caused by ultrasound center and was assessed as a non-potential adverse event (non-pae). Olympus will continue to monitor field performance for this device.